Event description:
Intended procedure: therapeutic thoracoscopy lung resection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation, which prevented the device from being evaluated. The investigation was unable to determine the cause of the image blackout / the image flickering. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the visera pro video system center when used with the video telescope (wa50013a), flickering occurs and then the image turned black for a moment and then went back to normal, the issue was found during a procedure. The procedure was completed and there was no harm to the patient.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.